Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse evaluated the instrument. The cse replaced the power supply. The cse performed quality control (qc), which resulting in range. The cause of the smoke being emitted is due to the power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported smoke was observed on an advia centaur xp instrument. There are no known reports of user injury or adverse health consequences due to the smoke being emitted.